Event description:
It was reported that during a nephrectomy procedure, the seal cap broke when inserting the surgeon hand. A new one was pulled and the same thing occurred. It is unknown how the procedure was completed. No patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.